Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys on her insulin pump are hard to push and wouldn't pump insulin. The customer's blood glucose at the time of the incident was unknown. Leading up to the event, the customer didn't notice any keypad issues. The customer completed troubleshooting and the buttons were still hard to press, had to press them several times, and the insulin pump wouldn't pump insulin. The customer confirmed that the time on the screen advanced. The customer was advised to disconnect from the pump and revert to a backup plan. The insulin pump will be returned for analysis.